Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary order never crossed over to pyxis and the customer was waiting to remove medication using the order. After 5 minute they had to remove the medication via override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. The technical support specialist dialed into the station, checked the data sync debug logs, verified that the communication had no issues, restarted the services, and added the knowledge article titled resolved issue nonspecific resolution. The system functioned as intended after the technical support specialist troubleshot the device.